Event description:
It was reported that the customer was hospitalized due to blood glucose levels greater than 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. Found a low reservoir alarm in the alarm history. The insulin pump passed the prime test, but the caller didn't have the tubing clamp for the high pressure test. The caller stated that she would look for the tubing clamp and conduct the test herself. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.